Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempt was made to use a pacific plus to treat a plaque lesion in the mid superficial femoral artery. Degree of tortuosity was none. Degree of calcification was little. Lesion stenosis was cto (chronic total occlusion-100%). Artery diameter was 5mm. Lesion length was 200mm. Embolic protection was not used. Balloon was inflated with a syringe. Device prepped per IFU with no issue. Device passed through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force not used. Pin hole leak occurred at 2atms. All fragments of the balloon retrieved. When the balloon was inflated under dsa, it was found that the contrast agent in the balloon was leaking out. After removal, it was found that the distal end of the balloon leaked water. After replacing it with the new pce balloon, the operation was successfully completed and the patient left the table safely. No patient injury reported.

Manufacturer narrative:
Product analysis: a 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip. A 0.018¿ guidewire from the lab was loaded and an indeflator was used to inflate the balloon but the device would not hold pressure and a leak was found over the distal markerband in the balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.